Manufacturer narrative:
The customer¿s report of a hole and leak at the silicone segment was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The tear measured 0.0325 inches long. Visual examination under magnification observed no crush marks to the upper blue fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported while infusing herceptin(trastuzumab.) At an unspecified rate a leak was noted from a "pin prick sized hole" found in the top of the tubing of the silicone segment. A central line was accessed and new tubing attached on the event date.